Manufacturer narrative:
Common device name: fcg kit, needle, biopsy. (B)(4).

Event description:
The tip of the needle broke off in the patient's lung. The user was able to retrieve the needle portion via suctioning. No harm to the patient was reported.